Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection found no damage which could have contributed to the reported leak. The blood pathway was filled with saline solution and pressure was applied. No leakage was confirmed. A review of the device history records and the product release decision control sheet of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. The exact cause of the reported event cannot be definitively determined based upon the available information. The investigation results verified that the actual sample was the normal product. However, there is no indication that the reported event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use with statements such as; "do not use an oxygenator that leaks." And "band all connections in the circuit." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage in the capiox device. Follow up communication with the user facility confirmed the following information: during priming, liquid was noticed coming from the center of the oxygenator around the blood inlet port; the device was changed out with another device; the procedure was completed successfully; and the patient was not harmed.